Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned separated from the hemostasis sheath. The polyfoil pouch was returned as well. Visual inspection revealed that the hemostasis sheath was observed to be unmated from the carrier tube assembly. The locking mechanism on the carrier tube assembly was set to rear lock position. The collagen in the carrier tube assembly was observed to be stuck in the valve of the hemostasis sheath. The bypass tube was found near the device cap. The carrier tube shaft has appeared to be bent but there were no obvious kinks. Functional testing could not be performed based on the state of the returned device. The complaint could be confirmed for device pullout. The exact root cause of this failure cannot be determined. Based on the returned device, the likely root causes for this issue may be an obstruction to the anchor posting to the distal tip. Based on the state of the returned device, it is likely that the carrier tube assembly was separated from the hemostasis sheath to check for the presence of the anchor. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal vip device foot plate would did not deploy after the click; the device failed. There was no patient injury, medical/surgical intervention required. The estimated blood loss was less than 250cc. The patient's condition was stable. The procedure outcome was fine, they held manual compression. Additional information was received on 01jul2021. The procedure performed was a stent to the sfa. A 6fr sheath was used. The device pulled out of the artery. A pre-deployment angiogram was performed. The foot plate did not deploy, yet all the steps were completed. When he pulled back on the device it appears the device deployed in the sheath.